Event description:
It was reported that the patient passed away due to multiorgan failure related to infection and multiple myeloma. The outcome was considered to be device or therapy related and the pump would not return for evaluation. Device parameters were in normal limits for this patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g2 - corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection and multi-organ failure could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) ifurev. D, and the heartmate 3 lvas patient handbook rev. A are currently available. Chapter 1 of the IFU, "introduction", lists infection and multiple organ failures/dysfunctions adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that the patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 for their infection. They had a driveline infection with bacteremia. The patient also had multiple outflow graft stents (reference 2916596-2024-03126, 2916596-2024-05208, and 2916596-2025-03778). The patient's driveline cultures from 09jul2025 were positive for candidas orthopsilosis. The patient was on intravenous antibiotics, but this was discontinued due to worsening creatinine. The device was ultimately turned off; they had multisystem organ failure and the patient was on hospice.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2025 due to multi-organ failure related to a driveline exit site infection with bacteremia. It was noted that the patient was treated with intravenous antibiotics but had to discontinue antibiotics due to worsening creatinine levels. It was also noted that the patient had multiple outflow graft stents (reference 2916596-2024-03126, 2916596-2024-05208, and 2916596-2025-03778). The patient's device was turned off and the patient experienced multi-system organ failure. The patient was on hospice prior to expiring. The outcome was reportedly considered to be device or therapy related; however, device parameters were noted to be within normal limits. It was also noted that an autopsy was not performed. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection and multiple organ failures/dysfunctions adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.